Event description:
Implantable neurostimulator interrogation revealed impedances greater than 20,000 ohms on electrode 0. The device was reprogrammed around the affected electrode. The patient was able to receive effective stimulation where it was needed. The patient did not report any problems or other concerns after the device was reprogrammed.